Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient (pt) stated they had an MRI yesterday and they could not put the device into MRI mode because it would not find the device. Patient stated they have not used the stimulator in a long time (pt stated "years" ) because when therapy is on the stimulation goes into their driving foot and it makes their foot feel like it is asleep. Pt verified it did this since implant. Patient stated the bladder stimulator is working beautifully and it is easier to use but this pain stim scs is not. Pt stated they want to get it removed. Patient services (pss) redirected pt to consult with their healthcare provider (hcp) about explant. Patient service specialist had patient connect to charge the implanted neurostimulators battery patient reported seeing no device found patient service specialist walked patient through passive recharge mode. Patient reported seeing numbers 49 50 50. Pt stated they cannot feel the ins anymore and they tried to move the paddle all over but could not get the number above 60. The issue was not resolved through troubleshooting. Pss is sending a request to repair for the rtm cord. Pss will call pt tomorrow to see if the new rtm will connect to the ins

Manufacturer narrative:
B3: event date is date valid continuation of d10: product ID: 97755 (serial: (B)(6)); product type: 0213-recharger; implant date: n/a; explant date: n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.